Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported some flushes were not able to inject or flush. To aid in the investigation, one empty sample, with no packaging flow wrap or tip cap, was received for evaluation by our quality team. A visual inspection was performed. The plunger rod-rubber stopper is all the way down and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. A device history record review was completed for provided material number 306546, lot 2178302. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd posiflush¿ normal saline syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "today, my ed rns brought to my attention that we have had some issues with 10ml saline flushes not being able to inject or flush".